Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during radial endoscopic vessel harvesting procedure, vasoview hemopro 2 silicone piece separated from jaw (completely). Pa was harvesting radial when he noticed a piece came off of the silicone portion of a jaw. He does not know whether it came off inside or outside the patient. He doesn't recall flushing the arm following the harvest. Nothing otherwise was out of the ordinary. Power setting at 3. No patient harm. No added incisions or time. Finished case using same device.

Manufacturer narrative:
Tw ID#(B)(4) updated fields: b4, g3, g6, h2,h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected section: h6 - type of investigation from "4114" to "4115. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. A lot history record review was completed for lots 3000437718, 3000439557, and 3000434878 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a